Event description:
It was reported that the patient was experiencing an increase in seizures. It was reported that the seizures were reported as being longer. It was reported that device diagnostics resulted in low impedance (dc dc code - 0). It was reported that one of the patient's medications was recently discontinued due to the levels of toxicity that were present in the patient. Clinic notes dated (B)(6) 2013 note that the patient had been hospitalized with seizures since the medication depakote was discontinued. It was noted that the patient has had the same frequency of seizures, but that the seizures have lasted longer. It was noted that the patient was compliant with his medications and that interrogation of the vns system resulted in low impedance. The patient's lamicatal was increased and the patient was referred for surgery. Clinic notes dated (B)(6) 2013 note that generator and lead replacement is recommended. Surgery is likely, but has not been completed to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death.